Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 767 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin infusion and electrolyte replacement. Customer was wearing insulin pump at the time of hospitalization. Nurse reported that when attempting to replace battery in insulin pump, it was found that insulin pump received a button error alarm.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test due to no button response. The insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.